Event description:
It was reported that the customer was hospitalized for high bgs. The pump had an alarm, the set and time were resetting. However, the basal rates were not changed and caused the high sugar level.